Manufacturer narrative:
Literature reference: https://doi.org/10.1016/j.ihj.2018.05.012. If information is provided in the future, a supplemental report will be issued.

Event description:
From the literature article: one year outcomes to different drug eluting stents both imported and indigenous groups were compared. It was reported that endeavor drug eluting stents were included in the study. Adverse events reported included death, stent thrombosis, tvr and stroke.